Event description:
The reporter contacted animas on (B)(6) 2014 alleging that on (B)(6) 2014 moisture was noted behind the display lens. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged intermittent power issue remained unresolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 06/17/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/05/2014 with the following findings: on investigation, a leak test was performed per procedure. The results of the leak test revealed no leaks in the pump. Investigation was unable to confirm or duplicate the reported moisture ingress.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.